Event description:
Complainant reported that a genzyme surgical products saphlite saphenous vein retractor (with saphlite light panel attached to the underside) was used during a sapheous vein harvesting procedure. Or personnel rested the light panel portion of the retractor assembly on the pt's upper thigh while the leg was sutured. When the retractor was retrieved at the end of the procedure, or personnel noticed a 2 cm. Superficial burn, reddish in color, on the pt's upper thigh where the light panel had been situated. The burn resembled the shape of the curved portion of the light panel. The retractor assembly was then removed from the sterile field and a dressing was applied to the pt burn.